Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test.

Event description:
It was reported that there was intermittent response by button press. The customer's blood glucose was unknown. The keypad was not locked. The customer changed cap and battery, but anomaly persists. The insulin pump will be returned for analysis.